Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The following information was requested, but unavailable: did the patient have a coagulopathy disorder? Was the patient taking any anticoagulants? If yes, specify prescribe medication. Has the patient undergone any radiation/chemotherapy? If yes, please specify. (Radiation, chemo, or both) was there a generator error? Is a generator log available? What is the surgeon's experience with the device? What was the indication for surgery? What is the patient¿s current status? Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported that during an open hysterectomy procedure with small uterus, the surgery was uneventful; no blood loss. Two days post surgery, the patient bled. Upon re-look laparotomy, the broad ligaments on both sides pulled open. The surgeon had to tie all pedicles and dissect the ovarian artery above the bifurcation to the artery. The patient had 4 upcc transfused and 2 upf.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2020. Additional information was requested and the following was obtained: did the patient have a coagulopathy disorder? No. Was the patient taking any anticoagulants? If yes, specify prescribe medication. No. Has the patient undergone any radiation/chemotherapy? If yes, please specify (radiation, chemo, or both) no. Was there a generator error? No. Is a generator log available? I believe so. What is the surgeon's experience with the device? Dr laker had been regularly using the device for a year. What was the indication for surgery? Hysterectomy. What is the patient¿s current status? Full recovery after she was brought back for bleeding.